Event description:
During an box change procedure to address a device at end of life (eol), there was loss of pacing noted on the replacement device. Reprogramming was attempted several times but failed. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported field event of pacing anomaly was not confirmed in the lab. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The telemetry, pacing, sensing, impedance, hv output, hv shock, and patient notifier were tested on the bench. No anomaly was detected.